Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an error alarm. The insulin pump also gave a wrong message that the reservoir is not in the insulin pump. The customer calibrated twice with the sensor. The customer reported calibration not accepted alarm. Troubleshooting was performed and the customer was advised proper instructions for sensor calibration. The insulin pump will not be returned for analysis.